Manufacturer narrative:
This report is for an unknown 3.5 mm lcp proximal tibia plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had received a lateral 3.5 mm locking compression plate (lcp) and associated screws for a proximal tibia injury on an unreported date. The patient experienced painful hardware on an unspecified date. A removal of hardware was performed on (B)(6) 2017. As the surgeon was removing screw, the surgeon broke the screwdriver. A new screwdriver was used and the surgeon was able to complete the removal without any further events. The patient was not revised to new implants. No surgical time delay or patient harm reported. The procedure was completed successfully. No additional information is available. This report is to capture the painful hardware. The broken screwdriver is being captured on linked complaint (B)(4). This report is for an unknown 3.5 mm lcp proximal tibia plate. This is report 1 of 2 for (B)(4).